Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. It is unk how this damage occurred. However, the report stated that duraseal may have been used on the durepair graft. The instructions for use that accompany the device caution that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications.

Event description:
It was reported that the doctor repaired the tear in a previously implanted graft by either adding autologous tissue from the pt, or by using a new piece of durepair. The pt then presented with a csf leak around the suture lines, which was repaired on (B)(6), 2010. Dr said that he typically uses duraseal whenever he uses durepair.